Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). On an unreported date, the patient was discharged from the hospital. No additional information is available.